Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy the product was used with I-drive. Upon the first fire, the device stopped firing halfway. Then, it was released from tissue. Opened another. When closing jaws, green lamp was not lighted. There was tissue loss. Nothing fell into the cavity. No bleeding. Gender: male. Age and weight are unknown. There was no delay in or time. The last patient status: good.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The test media as received was received fully and cleanly transected, but only approximately 2.5 cm was stapled. Visual examination of the staple cartridge noted that the reload was fully fired. From approximately the 3.5 cm cut line to the distal end of the cartridge surface, the pushers were proud relative to the cartridge surface. Jaws were received opened. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then cycled. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation,the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.